Event description:
Litigation papers allege that the patient was revised because of pain and suffering.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Update (B)(6) 2017. Legal medical records received. After review of medical records for MDR reportability it was reported that the patient was revised to address total hip replacement with acetabular loosening and wear. On the revision note, the acetabulum was noted to be tilted in an almost vertical position with some wear around the neck from the edge of the acetabulum causing some metallic debris. Also, the patient had 2 screws fixing the cup but one of the screws was broken and embedded the cup together with its metal articulation was removed since it was noted to be grossly loose. A trephine had to be used to removed the broken screw. Updated the head and liner product. Added the stem for the alleged pain and the screw. This complaint was updated on: (B)(6) 2017.